Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient reported that the needle was stuck in the patient¿s arm. The needle had to be surgically removed from the patient and he was doing fine at the time of the report. The patient did not wish to provide additional patient or event information. Additionally, it was reported that the sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional event or patient information is available.